Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - patient selection the device was received. Investigation is not yet complete. A follow-up will be submitted with all additional, relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the device was fully deployed. The sheath had been fully slit with no damage detected indicating that is was not a contributing factor in the event. The clip was found at the distal end of the flex tube and this confirmed the reported complaint. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and the vessel locator wings were found bent. The bent locator wings indicate that distal forces were applied to the wings during thumb advancement preventing them from collapsing proximally into the tubeset. Tissue compressed between the distal end of the tubes and behind the open vessel locator wings during thumb advancement is the most probable cause for the bent locator wings. Though it was not reported, this will subsequently contribute to difficult device removal. The report states that the device was deployed in a mildly calcified common femoral artery after an interventional procedure. Per instructions for use (IFU) for starclose se under precautions states that, "do not deploy the clip in areas of calcified plaque." Therefore, the root cause for this incident is due to user error for not following the IFU. A review of the finished product lot history record (lhr) did not reveal any nonconforming material records (ncmrs) associated with this lot. In addition, a query of the complaint-handling database was performed and there were no similar complaints within this lot.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a mildly calcified common femoral artery after an interventional procedure. Reportedly, the clip did not fire and was found stuck on the delivery tube. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.